Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and suffering, emotional distress and was injured by excessive levels of chromium and cobalt in her blood as a result of implantation of the depuy asr hip implant. Update - (B)(6) received (B)(6) 2014 - details of products implanted received; however, no record of srom being revised so have reported the asr products only. These match those reported on original wpc (B)(6).updated patient demographics and surgeon/hospital details. Update received (B)(6) 2014 - medical records received. Patient revised to address bearing surface wear, metallosis, and hip effusion. Upon revision, grayish, bloody synovial fluid, villonodular synovitis, metal tissue staining, grade 3 and 4 corrosion on the head and srom stem, and no more than (B)(6) percent ingrowth on the acetabular cup were noted. The stem sleeve and collar remained in situ. The stem has been added to the complaint. This complaint was updated on: (B)(6) 2014.